Event description:
It was reported via repair work order that the scale is giving inaccurate readings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
.

Event description:
Upon completion of the investigation it was found that the IV pole was loose due to a loose IV pole socket. It was reported that the IV pole had the potential to move in an unintended direction.